Manufacturer narrative:
Additional narrative: patient¿s weight is unknown. Date of post-operative infection development is unknown. This report is for one (1) unknown trochanteric fixation nail (tfn). Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted approximately 2 years prior to removal surgery; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for nail is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown synthes trochanteric fixation nail (tfn) and a synthes 11.0mm titanium (ti) helical blade 90mm length on an unknown date approximately 2 years ago to treat an unknown fracture. On an unknown date postoperatively, the patient presented with pain. The patient was returned to the operating room on (B)(6) 2017, where an active infection was identified and where the implanted devices were removed intact and without difficulty. The procedure was completed successfully and the patient was reported in stable condition. This report is for one (1) unknown trochanteric fixation nail (tfn). (B)(4).